Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient received result of 141 mg/dl on the inform system using comfort curve test strips. Patient had low blood glucose symptoms with this result; comparison lab obtained within 10 minutes was 57 mg/dl. Patient was treated with orange juice. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.